Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6), 2026, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® dryseal flex introducer sheath. It was reported that the sheath broke while up and over the patient, resulting in rupture of the aortic bifurcation. The physician reported that she went up and over with the sheath in an attempt to perform a thrombectomy using the penumbra device but was unable to cross. While attempting to pull the sheath back, it was observed under fluoroscopy that the sheath was no longer intact. While attempting its removal, the aortic bifurcation was sliced, necessitating placement of an occlusion balloon. All sheath components were removed via surgical cutdown, and an aortic bifurcated graft was placed.